Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal end of the catheter shaft was noted to be broken/ fractured at the strain relief. No other anomalies were noted. Functional testing was not performed. Information available indicated that the device was prepared as per device direction for use(dfu) and kink was noted on the proximal shaft near the hub after the device was removed from the packaging which was confirmed during the analysis. It is probable that the device was damaged as a result of handling of the device during removal from the packaging, therefore an assignable cause of handling damage will be assigned to the reported damage and observed break.

Event description:
Analysis of the returned device revealed that the catheter shaft was broken. There were no reported clinical consequences to the patient.